Event description:
Persistent inaccuracies of the dexcom 7 continuous glucose monitor, with results varying between 100 and 200 mg/dl from the blood glucose monitor. Reason for use: type 1 diabetes, difficult to control.